Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for further evaluation. Two photos were provided by the facility for evaluation. Visual examination of the provided photo had leakage observed between the luer connector adapter of the secondary set and the caresite of a different set. The reported defect was confirmed. Although the reported defect was confirmed, the exact cause could not be determined without a sample and or lot number to evaluate. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). No sample was available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports that at the end of the infusion drops of epratuzumab were found at the tubing junction below the ultrasite valve. No injury reported.